Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator did not enter the body well. After removing it from the patient's body, the tip was distorted. The device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly and dilator for evaluation. The body of the dilator was straight. The tip was examined and found to be deformed, consistent with the deformation caused by use. The dilator body and the inner diameter of the dilator tip were measured and found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator being deformed during use was confirmed during the sample investigation. The tip of the dilator was found to be misshapen in a manner consistent with use. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample it was determined that the root cause is operational context.

Event description:
The customer alleges that the dilator did not enter the body well. After removing it from the patient's body, the tip was distorted. The device was replaced without issue.